Event description:
It was reported that the guidewire lost position. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A rotawire drive and a rotapro were selected for use. During the procedure, it was noted that the wire had poor sliding properties. The wire was slippery, and had little friction, causing it to come loose when carried in. The procedure was completed with another of same device without any problems. No patient complications were reported. It was further reported that the wire dimensions were inspected and within specification.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the guidewire lost position. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A rotawire drive and a rotapro were selected for use. During the procedure, it was noted that the wire had poor sliding properties. The wire was slippery, and had little friction, causing it to come loose when carried in. The procedure was completed with another of same device without any problems. No patient complications were reported.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.